Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 20185180, model/catalog description: artisan lead 70 m. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.